Event description:
A copy of the medwatch report from FDA was received, which states, "alaris pump set for infusion of propofol, medication infusing end titrated to sedation pt remains awake and noted that roller clamp on tubing was closed and pump did not alarm. Per (B)(6) 2023 email from csm biomed engineer; please see below, info about equipment involved in the pump event of (B)(6) 2023, I am listing the equipment form right to left. In this event, the left outermost pump module was the one that failed. Important this pump module had gone to bd for investigation, as part of the pump setup that was involved in the 1st IV pump issue free flow event. It came back serviced recall keypad replaced, etc., and with a pm certificate of compliance; from front right: pump module, model 8100, serial (B)(6); pump module, model 8100 serial # (B)(6); pcu module, model 8015, serial # (B)(6); pump module, model 8100, serial # (B)(6); pump module, model 8100, serial # (B)(6) - incident pump." There was patient involvement but no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information : device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer? , if other specify, imdrf annex a,g,b,c and d codes ,remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
A copy of the medwatch report from FDA was received, which states, "alaris pump set for infusion of propofol, medication infusing end titrated to sedation pt remains awake and noted that roller clamp on tubing was closed and pump did not alarm. Per (B)(6) 2023 email from csm biomed engineer; please see below, info about equipment involved in the pump event of (B)(6) 2023, I am listing the equipment form right to left. In this event, the left outermost pump module was the one that failed. Important this pump module had gone to bd for investigation, as part of the pump setup that was involved in the 1st IV pump issue free flow event. It came back serviced recall keypad replaced, etc., and with a pm certificate of compliance; from front right: pump module, model 8100, serial (B)(6); pump module, model 8100 serial # (B)(6); pcu module, model 8015, serial # (B)(6); pump module, model 8100, serial # (B)(6); pump module, model 8100, serial # (B)(6) - incident pump." There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.